Event description:
The reporter stated, the surgeon attempted to insert a collamer aspheric three piece lens but the haptic tore. There was no patient contact. The reporter stated, the cause of the torn haptic was due to a loading error.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens optic and one haptic torn. The other haptic was torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.